Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an abrupt high out of range right ventricular shock impedance measurement greater than 125 ohms. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.